Event description:
It was reported that t1 and t2 anchors of the fastfix 360 device deployed simultaneously. No patient injury or complications were reported.

Manufacturer narrative:
This device was received in used but good condition. This device shows no obvious damage. Neither of the t¿s nor suture was returned. There is no apparent twisting or bending of the delivery needle. The device actuates and cycles as intended. The complaint reported simultaneous deployment of t1 and t2. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.